Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including linx device implant on (B)(6) 2017. -steroid treatment and esophageal dilation were attempted to alleviate post anti-reflux procedure dysphagia. -device explant (B)(6) 2017 due to severe dysphagia. -device was found in the correct/position geometry at the time of removal.